Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 53-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed compartment syndrome in the right leg after being on bipella support for multiple days. There had been prior perfusion issues with this patient due to low perfusion bilaterally but was caused due to patient hemodynamics and clinical state. Once compartment syndrome was diagnosed, the patient was brought to the operating room for bipella explant and a fasciotomy of the right lower extremity. After the procedure, the leg was found to be mobile and obtaining doppler pulses appropriately.